Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used subcutaneously along with suture from another company. Postoperatively, the patient experienced impaired wound healing, redness in the branch ducts and wound dehiscence. The subcutaneous suture pushed off the wound after approximately 14 days. No additional information was provided.